Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although specific value was not provided. Cause was not known. The customer changed out the infusion set and the cartridge to address bg. Additionally, it was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer continued to use current pump for insulin therapy.